Manufacturer narrative:
The customer reported that the unit was used during a rescue, no issues during use, got service code for 'battery voltage unreasonably low' after downloading history files from the unit and replacing pads. The asi is flashing red and the maintenance schedule is reported as daily. Troubleshooting with the customer: the audio was garbled when performing first manual self-test and manual self-test failed. Asked the customer to try another battery pack, and the AED displayed service codes for 'internal test load resistor impedance out of range' and 'cap voltage/mid-node voltage comparator error'; the asi continued to flash red. Advised the customer to remove the AED from service, as it is out of warranty. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. If additional information becomes available a follow-up MDR shall be submitted.

Event description:
The customer reported that the unit was used during a rescue, no issues during use; however after the rescue got service code for 'battery voltage unreasonably low' after downloading history files from the unit and the replacing pads. The reported event did not occur during patient use.